Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the connector on the control unit was loose. The field service rep was present at the user's facility and repaired the device on-site. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.